Event description:
The facility representative reported a colleague infusion pump that will not turn on even after battery replacement. This condition was found during programming/setup in the sterile processing department. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that will not turn on even after battery replacement was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that failure code 550:320, found in the event history, was the last failure to occur before device evaluation; therefore, this will be chosen as the determined problem. The cause of this failure was not determined; however, service replaced the user interface module as a precaution. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.